Manufacturer narrative:
Product event summary: the distal portion of the lead was returned for analysis. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, indicated the rv lead integrity alert was triggered, and indicated oversensing beginning on (B)(6) 2016. Beginning on (B)(6) 2016 rv pacing impedance rose to 1596 ohms up from a trend in the 513-817 ohm range. Rv lead integrity warning occurred on (B)(6) 2016 for sensing integrity counter greater than 30 in 3 days and rv lead impedance variation in last 60 days.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and high impedance values. The distal end of the lead was cut and the lead was capped. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.